Manufacturer narrative:
The customer issued a complaint for detached syringe device detected by end user. No sample was provided to bdm-ps for analysis; therefore, it is not possible to investigate the reported condition. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. No evidence (sample, photo, or analysis report) was provided therefore no conclusion could be made to confirm the reported condition. The complaint is recorded for trending purposes.

Event description:
It was reported that ultrasafe plus x100l png clear safety device separated. The following information was provided by the initial reporter: we have received two complaints regarding a syringe that slipped out of the safety device.